Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, there was contamination under the button contacts, and the display screen was dim and discolored. This report is made based on results of investigation completed on 07/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2014 with the following findings:the keypad was found to be peeling at the ok keypad button. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive; the ok and contrast keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under the up arrow and down arrow key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).